Event description:
The physician used acumed's bone graft system on the patient's tibia, and had backfilled the bone graft location with skeletal kinetics' callos 3cc inject sterile. This was the physicians first time using callos. The physician is alleging that the callos may have been the cause of the infection in the patient. Due to the infection spreading in the leg, some of the acumed acutrak screws in the patient's ankle will be removed in the future.